Manufacturer narrative:
Concomitant medical products: ddbb2d1 ICD, implanted: (B)(6) 2017. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. In the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed noise and measurements showed high impedance of the superior vena cava defibrillation coil. During revision, a kink was seen. The lead was removed and replaced. No patient complications have been reported as a result of this event.